Event description:
It was reported that patient went to ER after losing consciousness for approximately three minutes. A sensing anomaly was observed. During the replacement procedure, the patient went into vt three times and had to be reverted by external shock. The stored egms were unclear. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.